Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to evaluate the advia 2400 instrument. The fse found that the reagent probe 1 (rpp1) probe alignment was off, and realigned it. The fse then replaced the rotary reaction vessel cuvette section and the transfer mechanism for the rpp1. The cause of the discordant co2 results is unknown. Siemens is currently investigating this issue.